Manufacturer narrative:
Company representative evaluated the unit and replaced the power module assembly.

Event description:
Customer reported an issue with the dpm 6 monitor, which may have affected monitoring. No pt injury was reported.